Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389s-40, lot# v742351, implanted: (B)(6) 2011, product type: lead. Product ID 3389s-40, lot# v742351, implanted: (B)(6) 2011, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported short circuit and high impedances. It was stated that this short may have been there since the initial lead placement, with the implant interrogated on date notified. The patient has multiple groups and can switch so that contact 9 is not in use, with the issue unresolved at the time of the report. Interrogation of the device showed c<(>&<)> 3 = 13686, 1 <(>&<)> 3 = 14176, 0 <(>&<)> 3 = 14840, 2 <(>&<)> 3 = 13805, and 9 <(>&<)> 11 = 38. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the hcp reported that the patient first started experiencing the short circuit on contact 9 on (B)(6) 2016. It was stated that the short was there prior to the battery/implantable pulse generator (ipg) change and could be in the lead. The patient is not currently using contact 9, and the hcp is to test at 3v on the next visit to see if the high impedances are resolved.